Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 15.3mmol/l. The customer was admitted to the hospital. The customer is showing symptoms of vomiting and weak. The customer was hook on IV and feeling better. The customer was wearing the pump in time of hospitalization. The customer reported via phone call indicating that they had excessive no delivery alarm while trying to bolus. Customer's blood glucose at time of incident was unknown. The customer stated the past event was resolved by complete set change. The customer was advised to manually push out insulin with plunger making sure insulin come out smoothly before inserting it in the pump. The customer was advised to call in the future to troubleshoot.